Event description:
It was reported the programmer will not turn on. While interrogating a patient, a "pop" noise was heard, and there was a "burning" smell. Then the programmer shut off. The patient's device interrogation was complete when the programmer shut off. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): analysis confirmed the initial report, the device power supply would not turn on. It was also noted that there was corrosion found on the internal circuit boards.